Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that when they went to deploy the angioseal, the chamber was empty. The following information was provided by the user facility: there was no collagen plug inside and manual pressure was required in place of the seal. It was reported that the patient condition is fine. It was reported that the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide codes, and the completed investigation. The device has been returned. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. One used 6 fr angio-seal vip device was received for product evaluation. The device was returned in a partially opened polyfoil pouch. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Upon closer examination of the distal tip of the hemostatic sheath, it was revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the evolution device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. However, the likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.